Event description:
User received erroneous ck-mb results while performing a lower detection limit check. Using inactivated normal serum, the average result was 0.892 ng/ml. The stated lower detection limit is <0.1ng/ml. User was evaluating the reagent and no information was provided to determine if any patients were involved. If additional information is received, appropriate notification will be provided.